Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old female was on impella cp support due to ventricular fibrillation episode after admission for nstemi. While on support, a hematoma formed at the access site during preclosing which went away with manual pressure and placing the impella sheath. After the sheath removal, a second perclose did not take and there was a lot of bleeding. The team was unable to get control with a third perclose and still oozing around 12f sheath. Vascular surgery came in for cutdown and repair.